Event description:
Patient (alcohol withdrawal/delirium), on occasion has been aggressive with kicking, clenched fists, and sliding body in attempt to grab at endotracheal tube. Nurse was helping turn patient when nurse unclipped the soft wrist restraint on patient's left arm, the nurse found the restraint's clip to be broke. No harm to patient. The nurse promptly replaced the restraint with a new one. Restraints (left and right) were discontinued later the same day after having less agitation after being extubated only the vest restraint was continued.